Event description:
Presented to the ed on (B)(6) with right knee pain that had started 3 days prior to seeking help. Removal of deep hardware right knee (3.5 cortical screw x 1), arthroscopic right knee lavage for drainage of septic arthritis, arthroscopic right knee removal of foreign body (retained intra-articular screw washer), arthroscopic right knee complete synovectomy, findings - significant arthrosis medial compartment with large defect, from intra-articular screw tract, gross purulence noted in knee.

Manufacturer narrative:
The associated complaint device was not returned. The clinical medical team concluded, this complaint is from a retrospective study in (B)(6) and identified during data cleaning in (B)(6) 2018. Several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.